Event description:
It was reported to boston scientific corporation on june 5, 2009, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia procedure performed on (B)(6) 2009. According to the complaint, when the customer removed the prolieve catheter from the kit, the tip was slightly bent. During the procedure, while attempting to place the prolieve catheter, the tip folded back on itself. The physician aborted the procedure. There were no complications and the patient's condition was reported as fine.

Manufacturer narrative:
Patient's exact age is unknown; however, the patient's age had been reported as over fifty-four years old. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine relationship between this device and the cause for this event. (B)(4).